Event description:
It was reported that around november 2005, patient's hip started to make a noise during each step. X-rays revealed a mild suspect of loosening of the ceramic liner in the metal insert. Patient was revised.